Manufacturer narrative:
Failure code 810:11 was confirmed through the event history. An air-in-line calibration verification was performed and was within specifications, therefore no correction is needed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of a "channel a failure." (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of channel failure. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history by baxter it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery.